Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 43mg/dl and treated with candy. Customer indicated that there were air bubbles in the tubing and they had to change the infusion set 3 times. Blood glucose value was 71mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer declined low blood glucose troubleshooting and indicated that they would call their doctor. No further details given.